Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed, calcified lesion in the lad was predilated with a 2.5mm and a 3mm balloon. The taxus express2 2.75x16mm drug eluting stent was unable to reach the lesion, despite good wire support. While trying to manipulate the stent into place, the stent tip became frayed. The stent was removed from the patient and exchanged for another taxus stent. The procedure was completed with the new stent without any further difficulties. Additional information has been requested.